Event description:
The complainant is the family member of a glucometer dex user. The complainant states that complainant is concerned about the operation and results of pt's system. The complainant stated that during a recent comparison a competitive meter gave a result of 403 mg/dl while the glucometer dex system gave a result of 234 mg/dl. It was assumed that both results were taken at approximately the same time. While on the phone the system was evaluated. Electronic checks were satisfactory. The complainant states that pt was using dex sensor lot number 1a787aa. Control testing results were satisfactory, but for some reason the meter began flashing "other" numbers not related to control testing. A request was made to return the system for eval. In the meantime a replacement unit was supplied.